Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient has leg issues that were present prior to implant but the issues have gotten worse. Patient said he has had his final routine adjustment with a manufacturing representative (rep) on (B)(6) 2017. The patient said he was getting adaptive stimulation programmed in patient's device. Patient said at that time the rep was showing the patient how to adjust stimulation using adaptive stimulation and laying down. The rep also showed patient how to increase/decrease stimulation as needed. The patient said the day after patient met with the rep patient travelled to (B)(6) over a 3 day period. The patient said the nurse thinks that could be the reason for the patient's issues with patient's leg. Patient inquired if stimulation can be too high. Patient said he tried to increase stimulation but that didn't help the patient's leg. The patient said he has had to reduce the setting because stimulation wasn't coming down when patient was laying down. Patient said he is on group c, upright at 2.85. The patient said this is the program he increased stimulation and patient could feel stim pretty good. Patient said increasing didn't help patient's leg. The patient said he can feel stimulation in his leg on group c but the stimulation isn't helping the patient's issues with his left leg. The patient does have to ability to change amplitude, groups and/or programs. The patient was walked through changing a different group to see if the patient can get stimulation in leg. Patient changed to group a and stimulation was set to 0.0. The patient increased to 9.2 and was not feeling stimulation. Patient changed to group b and stimulation was set to 0.0. The patient increased to 9.0 and patient was still not feeling stimulation. Patient went back to group c where patient started. The role of a rep was reviewed, recommendation of keeping stimulation at a comfortable level if stimulation is too high. Patient said he has reps information in the colorado are and may consider reaching out the rep. No further complications were reported. No additional patient symptoms were reported.